Event description:
The mee is an inter-operative monitoring system (iom) which is used for evoked potentials, eegs, and emgs. The neurodiagnostic tech reported that the mee iom base unit dropping out and restarting during a procedure when connected to the network. This causes a 20-30 second disruption during surgical procedures. This occurs multiple times per day. This occurred 5 times during the last two procedures. The problems started 2-4 weeks ago when they started seeing this occur. If more than one machine is on the network and monitoring procedures, all of them appear to lose connection at the same time suggesting a global network issue. When testing the machines offline the problem does not happen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the mee is an inter-operative monitoring system (iom) which is used for evoked potentials, eegs, and emgs. The neurodiagnostic tech reported that the mee iom base unit was dropping out and restarting during a procedure while connected to the network. This was causing a 20-30 second disruption during surgical procedures and occurred multiple times per day. This occurred 5 times during the last two procedures. If more than one machine was on the network monitoring procedures, all of them would appear to lose connection at the same time, suggesting a global network issue. When testing the machines offline the problem did not recur. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue of the network disconnecting and the software shutting down was isolated to specific locations at their facility. The customer reported that their local it team made some changes to the network, which resolved the issue. As such, this event is unlikely to be related to a device malfunction, but the customer's network environment.

Manufacturer narrative:
The mee is an inter-operative monitoring system (iom) which is used for evoked potentials, eegs, and emgs. The neurodiagnostic tech reported that the mee iom base unit dropping out and restarting during a procedure when connected to the network. This causes a 20-30 second disruption during surgical procedures. This occurs multiple times per day. This occurred 5 times during the last two procedures. The problems started 2-4 weeks ago when they started seeing this occur. If more than one machine is on the network and monitoring procedures, all of them appear to lose connection at the same time suggesting a global network issue. When testing the machines offline the problem does not happen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: other mee systems were being used in conjunction with the mee when it had issues, but no model or serial numbers were provided.

Event description:
The mee is an inter-operative monitoring system (iom) which is used for evoked potentials, eegs, and emgs. The neurodiagnostic tech reported that the mee iom base unit dropping out and restarting during a procedure when connected to the network. This causes a 20-30 second disruption during surgical procedures. This occurs multiple times per day. This occurred 5 times during the last two procedures. The problems started 2-4 weeks ago when they started seeing this occur. If more than one machine is on the network and monitoring procedures, all of them appear to lose connection at the same time suggesting a global network issue. When testing the machines offline the problem does not happen. No patient harm was reported.